Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient's device didn't work well, and the patient was thinking of having it removed. No medical symptoms were reported. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that with their first implant they still had bladder symptoms and were getting up at night every 2 hours and were not able to drink anything before going out. They had it removed. No further complications were reported or anticipated.